Manufacturer narrative:
Maquet cardiovascular received the device on march 1, 2010. The visual inspection revealed that there were no physical non-conformities with the device. A supplemental report will be submitted when the investigation has been completed and the final failure analysis has been received. (B) (4)

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the 7 mm endoscope lens was becoming loose. The case was completed by conversion to open leg surgery. The hospital did not report any additional patient effects. The product was returned.